Manufacturer narrative:
(B)(4). Igtcfs-65-fem-celect-perm. Investigation is still in progress.

Event description:
Description according to complainant: this patient has been referred to (B)(6) to see a specific physician. The physician has not seen the patient yet, the facility is trying to gather all the information needed to determine what to do with the patient. The physician is not for sure if the filter should be removed or not. Based on the current CT scan, there is evidence of perforation of inferior vena cava by the filters multiple limbs. One of which seems to be at an odd angle and potentially involving a loop of small bowel. CT scan providing this information was performed in (B)(6) 2016. Patient outcome: the customer could not provide any type of patient outcome at this time as the patient has not been seen yet by the physician.

Manufacturer narrative:
(B)(4). Date of event: unknown as information was not provided. Catalog#: igtcfs-65-fem-celect-perm. Summary of investigational findings: investigation is based on the limited event description solely since the product is not returned and no imaging is provided. Consequently, it is not possible to comment on the reported "evidence of perforation of inferior vena cava by the patient's multiple limbs" and "one of which seems to be at an odd angle and potentially involving a loop of small bowel" approx. 2½ years after filter placement. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: this patient has been referred to (B)(6) to see a specific physician . The physician has not seen the patient yet, the facility is trying to gather all the information needed to determine what to do with the patient. The physician is not for sure if the filter should be removed or not. Based on the current CT scan, there is evidence of perforation of inferior vena cava by the filters multiple limbs. One of which seems to be at an odd angle and potentially involving a loop of small bowel. CT scan providing this information was performed in (B)(6) of 2016. Patient outcome: the customer could not provide any type of patient outcome at this time as the patient has not been seen yet by the physician .